Manufacturer narrative:
(B)(4). G2: foreign ¿ canada customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported, during a case, the nurse had trouble putting final cup on straight handle impactor, to realize, the threads were damaged. Surgery was completed with other handle already on sterile table, no delay. It was confirmed that no further information could be provided.